Manufacturer narrative:
Returned product was not received. Retention devices were tested in-house with a qc cut-off hcg standard. All devices showed the correct positive results at the read time and met qc specifications. No false negative results were obtained during in-house testing. Manufacturing batch record review did not uncover any abnormalities. Per pi, very dilute urine specimens, as indicated by a low specific gravity, may not contain representative levels of hcg. If pregnancy is still suspected, a first morning urine specimen should be collected 48 hours later and tested. Because the specimen associated with the complaint was not returned for investigation, a root cause could not be determined based on the information provided. Based on the information available, there is no indication of a product deficiency and no corrective action is required. Correction: section (report source) corrected to remove company representative and include consumer.

Manufacturer narrative:
Investigation pending.

Event description:
The patient was tested at the facility due to suspected pregnancy. A urine sample was collected and produced a negative result using an alere hcg cassette. The patient was instructed to follow up with her physician or return for a retest. On a later date, the patient went to the emergency room for an unknown reason. A pregnancy was confirmed by either ultrasound or blood work. The customer stated a first-morning sample is typically not used. No additional information was provided. Troubleshooting was conducted with the customer. The customer was advised that very diluted urine specimens (as indicated by low specific gravity) may not contain representative levels of hcg. Additionally, false negative results may occur when the levels of hcg are below the sensitivity level of the test. When pregnancy is suspected, a first morning urine specimen should be collected 48 hours later and tested. This test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated.

Manufacturer narrative:
Investigation conclusion: returned and retention devices were tested in-house with a qc cut-off hcg standard. All devices showed the correct positive results at the read time and met qc specifications. No false negative results were obtained during in-house testing. The product performed as expected. Manufacturing batch record review did not uncover any abnormalities. Per pi, very dilute urine specimens, as indicated by a low specific gravity, may not contain representative levels of hcg. If pregnancy is still suspected, a first morning urine specimen should be collected 48 hours later and tested. Because the specimen associated with the complaint was not returned for investigation, a root cause could not be determined based on the information provided. Based on the information available, there is no indication of a product deficiency and no corrective action is required.